Manufacturer narrative:
Citation: shishikura d et al. The extent of aortic atherosclerosis predicts the occurrence, severity, and recovery of acute kidney injury after transcatheter aortic valve replacement. Circ cardiovasc interv. 2018 aug 20;11(8):e006367. Doi: 10.1161/circinterventions.117.006367. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the association of atheroma burden on multi-slice computed tomography with acute kidney injury risks in patients who underwent transcatheter aortic valve replacement. All data were retrospectively collected from a single center between august 2009 and july 2015. The study population included 278 patients (predominantly male; mean age 83 years), 122 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation, intra-aortic balloon pump support, valve embolization, and new-onset atrial fibrillation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.